Event description:
During a diagnostic catheterization, the doctor engaged the catheter and verified placement with a picture. After the first injection, another picture was taken when a vessel dissection was noticed. A stent was placed as an intervention. The pt is doing fine with no long-term injury as a result. This report represents the first of three incidents of this type that were reported to merit at the same time and by the same hosp.